Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Customer reported high blood glucose level at the time of incidence was 482 mg/dl and current blood glucose was 352 mg/dl. Customer was using insulin pump within 48 hours of reported event. The customer was treated with manual injection. Customer was not using auto mode feature at the time of incidence. The insulin pump will not be returned for analysis.